Event description:
It was reported the patient¿s "body was rejecting it about a month ago and they had to put it in deeper". It was stated the patient was scheduled to see their doctor on (B)(6) 2013 for an ultrasound. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3889-28, lot# va07a6c, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information from the healthcare provider stated the cause of the event was a "pinching feeling" of the battery pack close to the surface of the skin. It was reported the event was attributed to the lead but there was no allegation towards the lead. The patient was reprogrammed on (B)(6) 2013 and their battery pack was surgically repositioned on (B)(6) 2013 and the patient stated the feeling had stopped. It was noted the patient did not require hospitalization and their outcome was reported as no injury.